Event description:
A user facility reported to olympus that the outputs on the back of the processor were not functioning and the serial digital interface (sdi) 1, sdi 2 and digital visual interface (dvi) were "bad." The problem, as reported to olympus, was first identified prior to a procedure. The intended procedure was completed without a delay using different equipment. As reported to olympus, there was no patient impact and no patient injury that occurred, associated with the reported problem.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause cannot be identified at this time. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.